Event description:
The company representative reported the following: a cardiac surgeon reported to cvtm that a CABG procedure was canceled due to the patient having a stroke. The patient was either having iabp therapy initiated or was already on the iabp. This stroke occurred in the cath lab. The director of cardiovascular service stated that she was aware that a patient on an iabp had a stroke. The hospital personnel did not feel the stroke was a result of the iabp therapy or iab.

Manufacturer narrative:
The customer reported the following: "the patient ((B)(6) year old female, 5'3" and (B)(6) pounds) underwent a left catheterization with selective coronary arteriography and left ventriculography for new onset systolic heart failure (ed 20%) on (B)(6). The patient tolerated the procedure without any complications. The catheterization concluded significant 3-vessel coronary heart disease, moderate left main disease and mildly elevated left heart filling pressure.

Manufacturer narrative:
Currently there is no information on the pump. If more information is received, a supplemental will be submitted.(B)(4).